Manufacturer narrative:
Correction datat d4 - expiration date reported as; 31-jan-2024 - correct to 31-jan-2027. Claim# (B)(4)

Manufacturer narrative:
H6- device history record (DHR) review; DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection delivery into the eye. The lens was removed intraoperatively. Cause of event was reported as device. Reportedly, did not cause any special problems for the patient.